Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, it was reported that the distal tip of the option-lok male adaptor of the plumset broke off. No specific details were provided. There were no reports of any adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.